Event description:
Customer reported that the 840 ventilator has an erratic screen. No pt involvement. Covidien inspected the device and could duplicate the alleged malfunction. The ventilator passed all testing.